Event description:
12/95 the 1/2" drain was placed in the pt's pelvis following surgery. Trs/hemicolectomy. Subtotal hysterectomy. Per nurses note the drain was found to be out 12/20/95 and drain dc'd. Fragment noted in right lq on CT scan. Pt in renal failure, secondary to progressive ca. On 4/4, elected to remove drain using aseptic technique and local anesthesia with intermittent fine pressure over 20 mins. The drain fragment was removed intact. Specimen was labeled and sent to pathology.